Manufacturer narrative:
The cartridge was returned to animas for eval. Eval a damaged luer lock connector.

Event description:
The pt reported that there was an insulin leak in the connection between the cartridge and infusion set tubing.